Manufacturer narrative:
Evaluation summary: the hawkone 7f was received for evaluation attached to a cutter driver. No other ancillary devices were received. The hawkone was inspected and an approximate 90 degree bend to the torque shaft was observed beneath the strain relief. The distal assembly was inspected and biological material was discovered protruding from a hole to the tecothane layer approximately 2cm from the cutter window. The hole was on the same plane as the opening of the cutter window. The hole was inspected under microscope and it was discovered that the hole ran parallel and in between the coils of the distal assembly. Biological material was protruding from the observed hole.

Event description:
The physician intended to use the hawkone lx7 to treat a lesion in the superficial femoral artery as per IFU. The lesion was described as moderately calcified, of moderate tortuosity and with approximately 75% stenosis. It was reported that a perforation was observed at the proximal part of the nosecone; the device was removed from the patient without any no issue. It was reported that the procedure was completed with an unknown drug coated balloon. No injury to the patient was reported.

Manufacturer narrative:
Review of procedural notes and cine images: the surgical notes from the procedure were provided along with a series of cine images. These were both reviewed. According to the procedure log, the h1-lx was inserted at 08:35am on (B)(6) 2016. Six passes were logged as performed at 08:38am. Then at 08:40am, the h1 was removed from the patient. There was no indication the h1 was re-inserted into the patient. No complications from the use of the h1 could be observed. The series of cine images from run 4 (B)(6) 2016 08:37am were reviewed. Per the procedure log the h1 was inserted into the patient between 08:35 and 08:40am. A clear image of the nosecone/distal assembly of the h1 could not be identified from this series. The remaining cine images provided were from outside the time span indicated within the procedure notes for the use of the h1. These were also unable to identify the distal assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.